Event description:
It was reported that the patient underwent an explant procedure due to an unknown back surgery.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020.